Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a red68 and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the red68. While removing the red68 with the clot, the red68 became damaged at the distal end. The red68 was removed in its entirety. The procedure was completed at this point. There was no report of an adverse effect to the patient. The device was returned and investigated. Based on the device investigation results, the reportability determination was re-assessed and deemed reportable.

Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) revealed that the catheter was fractured on its distal length. If the red68 is retracted against resistance at angles, damage such as kinks and subsequent fractures may occur. Based on the reported event, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.